Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515056. Batch#: unknown. Rcc received a complaint via email. Patient's father rang out to tell this rn (registered nurse) that the patient's cyclosporine got disconnected. This rn entered the room to discover that the tubing was disconnected from the phaseal optima injector. This rn had placed the bd phaseal optima blue case over the phaseal injector and phaseal connector sites. The tubing is sent up to the unit with the medication primed into the tubing and already connected to the phaseal optima injector piece as well. When this rn entered the room, dad had already clamped the patient's line which was bleeding out. Only 30ml remained left of the infusion, which would account for the normal saline flush that this rn added to the bag shortly before. Patient most likely got most of his dose, however this rn flushed his line and hep-locked it. Unable to reconnect since the line was contaminated. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse reaction noted. Line was heplocked, and no additional care needed. Can you please provide an exact date of event in format dd-mmm-yyyy? 01/september/2024.